Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the video system center blacked out when applying tension to the connector part slightly to the right. The problem was resolved by wiping the video system center connector with alcohol and did not recur. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the communication failure with the scope was due to the connector not being sufficiently dry and the presence of foreign matter on the electrical contact, which caused the image to black out. The event can be detected/prevented by following the instructions for use (IFU): the scope connector shall be connected to the product in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. 8.2 how to identify and cope with abnormalities abnormal contents: no observation images are produced on the observation monitor. Cause: the observation monitor is not properly connected. The cable between the observation monitor and this product is broken. The light lamp is broken. The light lamp is not lit. Insufficient electrical capacity for medical consent. The observation monitor is not turned on. The endoscope is not properly connected. External video system center without proper endoscope connection. Observation monitor input/output terminals are not set appropriately. Observation monitor brightness setting is not appropriate. Observation monitor synchronization detection settings are not appropriate. Electrical contact points on the scope hardware have foreign bodies (such as chemical residue, moisture, sebum, dust, or gauze buds). The observation monitor is malfunctioning. The product is malfunctioning. Olympus will continue to monitor field performance for this device.

Event description:
The colonoscopy diagnostic procedure was completed using a different device. A 10-minute delay was reported. Since the event was not life-threatening, the delay was brief, and there was no intervention or hospitalization required, it does not meet the criteria for serious injury reporting.